Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured at the proximal side. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.